Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterwards. The customer was able to continue using the pump and understood the instructions to call back if any issues reoccurred.